Manufacturer narrative:
The delivery device with the stent on the balloon was received in good condition with no damage observed; however, the stent had moved distally on the balloon. Visual examination of the stent revealed it had moved distally approximately 2 millimeters. Further examination of the stent and balloon did not reveal any abnormalities that would have contributed to the stent movement. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Stent movement of this nature is usually the result of pulling an unexpanded stent back into the guide catheter. The exact cause of the stent movement could not be determined. The manufacturing records for batch # 8658689 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The physician used a pt2 guide wire and no pre-dilation in the right coronary artery. Then he tried to deliver a 4.00x24mm taxus express2, however, the stent could not cross the lesion. The procedure was completed with a different device. No patient complications or injuries were reported. The patient status is listed as good. Device analysis indicates stent movement on the balloon.